Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that before the procedure the cardiosave intra-aortic balloon pump (iabp) alarmed an "autofill failure". There is no patient involved. No harm is reported. An inspection was performed by the field service engineer. The fse stated that there was no fault with the device. There was no autofill failure. Helium cylinders were provided due to previous leakage issues. All functional and safety checks have been performed to factory specifications and the unit has been returned to use.